Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements of greater than 3000 ohms on the left ventricular (lv) lead channel. There was no noise observed during isometric testing. The lead safety switch (lss) was triggered, and the setting was changed to unipolar. It was also noted that the lv pacing rate had been gradually increasing of a time period of six months. A pacemaker system changeout has been scheduled. No adverse patient effects were reported. Currently, this device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements of greater than 3000 ohms on the left ventricular (lv) lead channel. There was no noise observed during isometric testing. The lead safety switch (lss) was triggered, and the setting was changed to unipolar. It was also noted that the lv pacing rate had been gradually increasing of a time period of six months. A pacemaker system changeout has been scheduled. No adverse patient effects were reported. Currently, this device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements of greater than 3000 ohms on the left ventricular (lv) lead channel. There was no noise observed during isometric testing. The lead safety switch (lss) was triggered, and the setting was changed to unipolar. It was also noted that the lv pacing rate had been gradually increasing of a time period of six months. A pacemaker system changeout has been scheduled. No adverse patient effects were reported. Currently, this device remains in service. According to additional information received, this pacemaker was explanted and replaced with a new pacemaker system. No additional adverse patient effects were reported.